Event description:
It was reported that the camera head had the glass slightly damaged and had distorted image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crack in cover lens, a failure in board unit, a gap between cable unit, flare occurs and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: crack in cover lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.